Event description:
In 2005, the pt spouse contacted lifescan alleging that the pt's sure step enhanced meter was reading inaccurately low. The pt was not aware that the reported meter was sent to mmol/l units of measurement when they obtained results of 8.2, 4.7, and 9.8 mmol/l on the meter these results convert to 148, 87, and 176 mg/dl. The spouse said the pt did not take their usual daily 1/2 pill of glyburide for 4 days because they thought their blood glucose results were less than 100 mgl/dl. In 2005, they felt "ill". The spouse took the pt to the doctor where a result of 299 mg/dl was obtained on the doctor's device. The doctor told the spouse give the pt 1 full glyburide pill on the date of the event and resume the daily dose of 1/2 pill thereafter. The doctor advised the spouse to contact lifescan regarding the meter. The customer care reprensentative (ccr) could not walk the pt through a control solution test, as the pt did not have control solution. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The spouse said they did not know how the meter became set to mmol/l.